Event description:
Related to MFR report # 2183959-2012-01876. It was reported by the plaintiff's attorney that the plaintiff was implanted with a miniarc sling on (B)(6) 2010 to treat her stress urinary incontinence. The plaintiff experienced significant mental and physical pain and suffering, sustained permanent injury, permanent and substantial physical deformity, emotional distress, has undergone or likely undergo corrective surgery or surgeries.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.